Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, device rupture.

Event description:
Healthcare professional reported left-side rupture and seroma. The device has been removed and replaced.

Event description:
Healthcare professional reported, left side rupture and seroma. The device has been removed and replaced.

Event description:
Healthcare professional reported left side rupture and seroma. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. Seroma: unable to observe as it is not related to the device. Additional observations: no other observations observed. No further actions are required since no manufacturing issue is observed.